Event description:
It was reported that the bed had no power. No injury was reported.

Manufacturer narrative:
Determined that user facility abuse caused this problem. The plug on the power cord was damaged. It was also reported by the stryker field tech that the power cord was no longer to specification.